Event description:
It is alleged that the patient underwent a left total hip replacement surgery in 2004. It is further alleged that the plaintiff sustained injury as a result of implantation of the trident ceramic system. Revision surgery has been reported.

Manufacturer narrative:
The information of this per was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The devices are not currently available due to the ongoing litigation.